Event description:
The facility reported an infusion pump as an out-of-box failure where a fail code 570 occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.